Manufacturer narrative:
Event was received by an e-mail directly from the pt to coopervision consumer care. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and incident the pt complains of. Conclusion: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Pt was given frequency 55 toric contact lenses. Pt inserted contact lens and noticed a little irritation. Pt removed lens, disinfected it and placed it back in the eye. Pt states the lens was still burning, but not too bad. Pt continued to wear the lens until returning home. Once pt removed the lens, the eye immediately became bright red and the pt was unable to open they eye from pain. Pt went to eye care practitioner and was given a prescription for drops to use every 2 hours. The pt went back for two more follow-up visits and was prescribed a steroid for the swelling. Pt states the eye care practitioner stated the eye was reacting like a chemical burn and the cornea was severely scratched. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.